Event description:
The customer reported that while the unit was in use on a pt, the unit shut down without alarming. The pt was switched to another unit and therapy was continued. The pt suffered a seizure.